Event description:
It was reported that the pump had frequent primary audible alarms. The event occurred during infusion. There was no patient harm.

Manufacturer narrative:
One device was returned for analysis due to repeated primary audible alarms events. Review of event log found no related alarm codes in history. Review indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. Probable cause was the interconnect printed wiring assembly. No systemic product design issue was identified, and the device passed verification testing after service.